Event description:
The pt has reportedly become a non-user of her device. The pt reportedly experienced head and ear pain with and without use of the device. The pt requested removal of the device. The pt's device was explanted.